Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced when the patient presented in the operating room for a unrelated device change-out due to normal eri. The patient was stable before, during, and after the procedure and will be monitored with routine follow-up.